Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). A pre-bav was performed using a 22mm non-abbott balloon. The valve was successfully implanted, but while removing the ds at the end of the procedure, it was unable to be removed from the over the non-abbott guidewire. The physician used a pair of scissors to cut the wire to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. At an unknown date the patient had a stroke and required a pacemaker implant.

Manufacturer narrative:
An event of stroke post-implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported stroke could not be conclusively determined. It is possible procedural condition contributed to the reported event. However, this cannot be confirmed. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27 mm navitor valve was selected for implant using a large flexnav delivery system (ds). A pre-bav was performed using a 22 mm non-abbott balloon. The valve was successfully implanted, but while removing the ds at the end of the procedure, it was unable to be removed from the over the non-abbott guidewire. The physician used a pair of scissors to cut the wire to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. At an unknown date the patient had a stroke and required a pacemaker implant.